Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m145270 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m145270 and test base part number 190-430 / lot m145270. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m145270 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal swab. The swab was not from the manufactured kit but the brand name was not provided. Confirmation testing on nasopharyngeal swabs with pcr generated negative results. No additional patient information, including treatment and outcome, was provided.